Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose level and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 510 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was resolved with an infusion set change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.